Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reports no hearing sensation.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet. If the device is received in the future, the case will be re-opened and the device investigated.

Event description:
The user reports no hearing sensation with the device. The user has been re-implanted. However, the device has not been received for investigation.

Event description:
The user reports no hearing sensation. A date for re-implantation has not been scheduled yet.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. Other mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The user reports no hearing sensation with the device. The user has been re-implanted.